Event description:
It was reported that the customer found a finger print on the drip chamber of the IV set during priming. It was further reported that the finger print was not able to be wiped off. It appeared to be a solvent.

Manufacturer narrative:
The device has not been returned for evaluation.